Event description:
The atw35 was used during a laparoscopic appendectomy on a young child. On the first across the appendix there was profuse bleeding. The bleeding was controlled by an endoloop. There was no consequence to the patient.